Manufacturer narrative:
It was previously reported that two resolute integrity rx coronary drug eluting stents became deformed in vivo during positioning. It was subsequently reported that one resolute integrity stent became deformed in vivo during positioning because it was a complex and very calcified lesion. The second resolute integrity stent was used to complete the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the distal stent wrap with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use two resolute integrity rx coronary drug eluting stents to treat a severely calcified and complex lesion. The first resolute integrity device was inspected with no issues. Negative prep was performed on the second resolute integrity device with no issues. It was reported that both stents deformed in vivo during positioning. The patient is alive with no injury.